Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right atrial (ra) his bundle lead exhibited oversensing and the right ventricular (rv) lead exhibited undersensing. The ra lead was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.